Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this during an implant procedure the right ventricular (rv) lead was hooked up to pacing support due to the patient having congestive heart failure. The surgeon was using electrocautery on the pocket that caused the patient to go into ventricular fibrillation (vf) from long short rhythms due to pacing inhibition. The rhythm required external defibrillation. The post-implant values were all within normal limits. The follow-up was increased as a result, and the lead remains in-service. No additional adverse patient effects were reported.